Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance with no capture. The rv lead was capped and replaced on (B)(6)2021. Patient condition was stable.